Event description:
The fse reported that the steering handle was difficult to move. The system will remain operational. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The steering was evaluated and reseated. The system was tested and found to be working as intended and returned to service.